Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer accidentally delivered a 20 unit bolus. Reportedly, the customer accidentally programmed too large of a food bolus while eating. The customer reports blood glucose level went down to 65 mg/dl. Customer stated this occurred shortly after a user-induced cracked was observed on the pump screen; but is not sure if this issue is specifically related to the cracked screen. No further information was provided regarding this issue.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged bolus delivery issue could not be verified. The information will be used for tracking and trending purposes.